Manufacturer narrative:
Results: lot number / product family history this is the first complaint for batch 7026895 for the same defect or symptom. DHR/bhr review there was no issues with broken flange during production run for batch 7026895. There was an issue with broken thumb press and aql was performed. Product was segregated from start of issue. Manufacturing review -n/a reference to known issue - n/a conclusion confirmed: bd was able to duplicate or confirm the customer¿s indicated failure mode investigation comments: our inspections performed while manufacturing this batch were accepted; a rejection for broken thumb press was experienced, affected material was segregated and scrapped. A sample was received. It is with no packaging material. The barrel label confirms the lot#7026895. The syringe is full of saline solution; it has the plunger rod-stopper and tip cap. The flange is broken on one side. Product within specification? No. Root cause could not be determined. There were no qns issued during the production of this batch listed in the complaint. There were no issues documented about broken flanges. (B)(4).

Event description:
It was reported that a nurse found a broken flange on 10 ml bd posiflush¿ normal saline syringe upon opening the package. There was no report of injury or medical intervention.